Event description:
Biopsy needle was placed in the breast to a certain measurement, and the final placement is deployed to the target using a mechanical remote. The remote button did not advance the needle. Multiple attempts were made to troubleshoot the issue. It was noted that no errors were displayed to assist with trouble shooting. The exam was delayed, and the biopsy unit was switched to the backup unit. The biopsy was then able to be completed.